Event description:
The customer reported the system intermittently failed to display an image. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. No conclusion can be drawn, as repair information was not disclosed.